Event description:
It was reported via repair work order that the power pro cot legs would not move due to broken/damaged leg bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.